Event description:
Covidien rec'd info stating that an 840 ventilator had a blank display while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested swapping the backlight inverter printed circuit board (pcbs) and the liquid crystal display (lcd) panels to isolate the problem. Covidien was not authorized to evaluate the device.